Event description:
The patient reported that he had acute pain and that the device incision had opened slightly. He had noticed something black in the incision, and he poked it, which caused yellow, blood-tinged fluid to 'shoot out'. The patient denied headache, fever or chills. The patient reported that he went to ER (date unk) to seek medical attention, but did not report any interventions, only that he was not satisfied with the care. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information had been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.